Event description:
I had been using the dexcom 6g continuous glucose monitor for 5 months with no problem. In (B)(6) I received a box with the lot date from august 2021. I had horrible skin reaction to the sensor adhesives that I had not experienced with previous boxes. My skin became itchy, inflamed, and skin thickening occurred at the sensor site. It has been a month and the skin is not healed yet. It basically burned my skin off. FDA safety report ID # (B)(4).